Manufacturer narrative:
The device was not returned. The implant was placed inaccurately; however, based on the provided information, there is no discrete evidence to support the device undergoing a malfunction. No additional patient injury was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during a dental implant procedure with the neocis guidance system (ngs) the user noted that patient had a very contoured ridge that was sloped, not flat. Soft tissue measured 10 mm which was an excess amount of redundant tissue which may have caused deflection/skiving of pilot drill. Surgeon believes each additional drill kept on deflecting. Surgeon decided to take a post-op cbct where it was determined the implant was placed in the palate. Surgeon removed implant and placed freehand. No additional patient injury was reported as a result of this event.